Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What kind of procedure? Did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? Was anything unusual noticed during the initial procedure? Was any further intervention required to repair the leak? It sounds as if a second surgery took place, please clarify. Longer hospitalization? The device has been discarded, please confirm. Is the patient expected to have a full recovery? What is the patient¿s current status? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? Is the surgeon an experienced user of this product? Was there a recent conversion to ees devices in this account or with this surgeon? What did the clip formation look like intra-op? Was an ercp done or was an additional laparoscopy performed? If a second case was done, what did the clip formation look like? What structure was clip being fired on? How many clips on patient side vs the specimen side? Are there any pictures available?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Added additional information: event date (B)(6) 2013.

Event description:
It was reported that following an unknown procedure a patient has had bile leakage and required more surgery and admission into (B)(6) hospital post surgery. It is unknown if faulty clip applier has caused this. Device has been discarded.